Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level (level not provided). The customer reverted to using insulin injections for insulin therapy until the cause of the high bg can be "figured out." The customer declined to provide further information and tandem customer technical support's (cts) offer to troubleshoot. Cts assisted the customer in putting the pump into storage mode.